Event description:
It was initially reported that on a recent diagnostics performed on the patient's device, resulted in high lead impedance on both normal mode and system diagnostics with eri=no. The patient was noted to be jumping on a trampoline prior, but there was no known trauma or manipulation. The patient was referred for x-rays and the device was disabled at that time. The patient was referred to the surgeon for consult on revision. There were no reported adverse events. It was unknown at that time when the last known good diagnostics were last observed. X-rays were received by the manufacturer for review. The connector pin appeared to be fully inserted. The filter feed-throughs appeared intact. The lead appeared fully intact at the connector pin. No gross lead fractures or discontinuities were visualized. No acute angles were visualized. There was a portion of the lead behind the generator and could not be assessed. Due to the poor image quality of the x-ray, portions of the lead could not be assessed. Based on the x-rays received, no obvious anomalies were identified which could be contributing to the high impedance event. Review of the manufacturer's programming history database resulted that last known diagnostics were on the date of implant, which were within normal limits. The patient's device was replaced at that time due to the high impedance event. The generator was replaced at that time prophylactically. Surgeon checked generator with resistor prior to revision and generator checked out fine so the doctor knew it was a lead issue. The device has not been returned to the manufacturer for analysis. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction is suspected, but did not contribute to a death or serious injury.